Event description:
A low readings issue was reported with the adc freestyle libre reader. The customer obtained a reading of "lo" (readings lower than 20 mg/dl) on the built-in meter as compared to a reading of 312 mg/dl obtained on the hcp device. The results were plotted in a parkes error calculator and fell into the ¿d¿ zone, showing the difference in values to be clinically significant. The customer experienced symptom of ketonemia, had contact with a healthcare provider who diagnosed them with hyperglycemia and was treated with 17 u/I humalog insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs (device history review) for the precision strips was reviewed and the dhrs showed that precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre reader. The customer obtained a reading of "lo" (readings lower than 20 mg/dl) on the built-in meter as compared to a reading of 312 mg/dl obtained on the hcp device. The results were plotted in a parkes error calculator and fell into the ¿d¿ zone, showing the difference in values to be clinically significant. The customer experienced symptom of ketonemia, had contact with a healthcare provider who diagnosed them with hyperglycemia and was treated with 17 u/I humalog insulin. There was no report of death or permanent injury associated with this event.